Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04163. It was reported the patient experienced ineffective/unintended stimulation following a car accident. System diagnostics determined high impedances on the leads. X-rays confirmed the lead migration and possible lead fracture. An sjm representative tried reprogramming and was able to restore acceptable stimulation at the time. However, the issue recurred. Additionally, the patient experienced nausea with stimulation. As a result, surgical intervention was taken wherein the leads were explanted and replaced with a single lead which resolved the issue. Reportedly, effective therapy was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04163.